Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: visual inspection of the photographs provided by the customer revealed that the connector on the rt021 catheter mount was detached. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. All rt021 catheter mounts are visually inspected and pressure tested prior to being released for distribution. Any devices that fail are rejected. The user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that the connector on an rt021 catheter mount detached from the tube on two occasions. One incident occurred on (B)(6) 2016 and the other was on (B)(6) 2016. The reported fault was confirmed on (B)(6) 2016. No patient consequence was reported.